Event description:
A confirmed motor stall was reported and recorded in the event logs with no recovery, after the patient had an MRI. The medication being delivered via the device system at the time of the event was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.